Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspecting and testing confirmed the threads inside the battery compartment are stripped with no evidence of cracked or damaged to battery compartment.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the threads inside the battery compartment are stripped. This report is made based on the results of an investigation completed on (B)(4) 2013.